Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the software could not be registered due to lack of administrative rights. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.